Event description:
Customer reported when the hold button is in use there is a long delay before the alarm returned to the monitoring mode. Customer could not provide the date when found. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; the alarm unit goes into the mode and comes out of hold mode as expected. Unit passes all functional tests. However, there is a bent battery spring inside the battery compartment. (B)(4).